Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-10423). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the ER with complaints of dizziness unrelated to the device. When the device was interrogated, a sudden drop in battery voltage with no recent sources of battery drain was noted. The device was explanted and replaced. The patient was doing fine after the event.